Manufacturer narrative:
On (B)(6) 2021, during the run_in test, the autopulse platform serial #(B)(4) stop compression and displayed user advisory "ua17" max motor on time exceeded during active operation) error message. The root cause of the reported complaint was due to defective drivetrain motor, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in may 2010 and is nearly 11 years old, well past its expected service life of 5 years. The drivetrain motor assembly was replaced to address this issue. No physical damage was observed on the autopulse platform during visual inspection. The autopulse platform passed the initial functional testing without any fault or error. However, upon further testing, the autopulse platform failed run-in test due to ua17 error message. The archive data review showed multiple ua02 (compression tracking error) error messages. The root cause was due to defective drive train motor. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
On (B)(6) 2021, during the run_in test, the autopulse platform (serial # (B)(4) ) stop compression and displayed user advisory "ua17" (max motor on time exceeded during active operation) error message. No patient involvement.